Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart phone on (B)(6) 2016. Patient was advised to forget all bluetooth devices, kill all applications and restart the phone. The connection was re-established. At the time of contact, no injury or medical intervention was reported.